Event description:
Customer informed ansell healthcare products llc that after using the lifestyles polyisoprene lubricated condom he and his girlfriend experienced irritation. The girlfriend's aunt is an rn and advised her to use the (B)(4) version of benadryl and the (B)(4) brand of benadryl cream. Also, the girlfriend had previously been exposed to latex so that is how she knew she was having an allergic reaction.

Manufacturer narrative:
Exemption number (B)(4) -ansell healthcare products llc is submitting this report on behalf of (B)(4).